Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. There was no evidence of any effusion present before the procedure. No bwi product malfunctions nor immediate patient consequences were reported. Post ablation procedure, the patient was discharged from the hospital and came back at a later date and pericardial effusion was confirmed. Pericardiocentesis was done to remove a total of 680ml from the pericardial space. Patient had fully recovered. A perforation at an unknown location was suspected. Physician believes they used too much force somewhere and the effusion was caused by a delayed response. Prolonged hospitalization was required. Max wattage used was 40 watts. Transseptal puncture was done with a st. Jude medical brk needle. There was no evidence of steam pop during the ablation. Standard flow settings were used for thermocool® smart touch® sf bi-directional navigation catheters. Correct catheter settings were selected on the generator. The pump switched from low to high during the ablation. Visitag, dashboard and vector were used as force visualization features. The parameters for stability used with the visitag module were 2.5 mm for 3 seconds, 30% force over time (fot) at 3 gr. Surpoint was used as coloring option. No additional filters were used.